Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump alarmed self-test failed. The customer¿s blood glucose was unknown. They said that they received a meter and a transmitter and that they aren¿t connecting to the pump. During troubleshooting, the customer was assisted with performing a self-test and the pump failed. They were advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motion sensor test failure alarm noted. The bg meter test communicated properly to pump. The insulin pump was received with minor scratched display window cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.